Event description:
It was reported that first interrogation of the implantable cardiac monitor after implantation occurred without problems. However, no second interrogation was possible, due to no telemetry with two different remote monitoring devices. The icm was explanted, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).